Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. We have no information to suggest the patient's death was device related. Analysis of the pacemaker is in process; the results will be forwarded when available. Evaluation summary: no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. We have no information to suggest the patient's death was device related. Evaluation summary: no anomalies found. Proximal segment returned and analyzed. The device had reached normal battery depletion.

Event description:
It was reported the patient had been seen by the physician in 2009 for possible sepsis, hyperglycemia, and abnormal liver. Two days later, a thoracentesis was done, and 9 days after that, the patient died with cause of death noted to be stroke and likely septicemia, etiology unknown. Large pleural effusion, likely bone cancer, was also reported as a condition contributing to the patient's death. There is no allegation from a health care professional that the death was device related.